Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated. Failure analysis found the instrument to have a broken molded insulator on the lower jaw. The broken piece measured approximately 4.85 mm x 9.35 mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. The instrument was found to have a detached fragment which was the broken molded insulator piece. The broken piece was not returned with the instrument. The instrument was found to have a detached intact jaw. The jaw became detached from the grip base due to the break in the molded insulator. The detached jaw was not returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The conductor wire broke as a result of the break in the molded insulator and the detached jaw. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps has not been received for failure analysis. A review of the provided image shows the sp fenestrated bipolar forceps instrument in the image exhibits a broken molded insulator and broken conductor wire, resulting in one of the grips to become dislodged from the instrument.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, the tip of the fenestrated bipolar forceps broke. During the procedure involving a manually operated laparoscopic instrument, which was used to retrieve a tissue specimen from the sp bipolar forceps, the laparoscopic instrument inadvertently caught the tip of the bipolar instrument. The pulling motion caused the tip to detach from the bipolar instrument. This was immediately noticed, and the two smaller fragments were in plain sight and were quickly retrieved. The entire process took approximately 30 minutes. No additional instruments were needed, and only the handheld laparoscopic instrument used by the bedside assistant was involved. The removal of the fragments was performed smoothly without any resistance or issue. The fragments were retrieved via the usual access port by the bedside assistant using the laparoscopic instrument. No post-operative tests were conducted, as the damage to the instrument was promptly identified and the fragments were retrieved.

Manufacturer narrative:
Advanced failure analysis confirmed initial failure analysis. The instrument was inspected further to investigate the broken molded insulator failure mode. The grip with the intact molded insulator appeared to be free of bending. The grip base associated with the broken molded insulator was found to have signs of torsion, or twisting.

Event description:
Refer to h11 for follow-up information.